Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed post-paced t-wave oversensing (pptwos) on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) via non-sustained right ventricular oversensing (nsrvo) alert. Programming changes were discussed, no changes or interventions were reported. The patient condition was not known.